Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated.

Event description:
It was reported that the sagittal saw attachment was getting warm during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Event description:
It was reported that the sagittal saw attachment was getting warm during performance testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned for analysis.